Event description:
New information on (B)(6) 2018 stated the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator continued to exhibit non sustained right ventricular oversensing due to post paced t wave oversensing. No intervention was performed. The patient would continue to be monitored.

Event description:
New information notes that programming changes were made. Induction testing was declined by the physician. The patient remained asymptomatic before and after programming changes were made.

Event description:
It was reported that the asymptomatic patient presented in via merlin at home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were recommended. Further information notes that the patient did not return for follow-up. Recommended changes will be made when the patient returns to the clinic.